Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's therapy stopped working three weeks prior to the report. They noted that the stimulation and therapy were on, but they weren't feeling stimulation. They attempted to increase the stimulation. There was no trauma or falls related to this occurrence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient's lack of therapeutic benefit and stimulation was resolved. It was unknown what the circumstances were which led to the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.